Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had a second overdischarge and that a por was not cleared. Five jump starts were made and the representative was not able to initiate to charge. The patient spoke with a physician about the possibility of a replacement. Nothing is scheduled at the moment, and no patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.